Manufacturer narrative:
The insulin pump was received with no vibration during self-test due to faulty vibrato motor. However, the insulin pump passed displacement test, operating currents, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump vibrate feature does not work. Customer's blood glucose was unknown at the time of incident. No further details given.